Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.75x33mm xience prime; plavix 75mg, twice a day. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ventricular tachycardia and death, as listed in the xience prime ll everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient presented with an acute myocardial infarction and chest pain while already hospitalized. A 3.5x33mm and a 2.75x33mm xience prime stents were implanted in the proximal left anterior descending (lad) artery, de novo lesion with good results. On (B)(6) 2015, an ECG was done and no changes were observed. 2 hours later, the patients heart went into ventricular tachycardia. Cardiopulmonary resuscitation was performed, however, the patient expired. There was no additional information provided.